Event description:
The doctor was using the femoral impactor on the patient's right knee cavity and pieces fell off the instrument into the patient's knee cavity. The doctor immediately retrieved the pieces consisting of a metal connector, a screw, and a rubber piece. We removed the femoral impactor from the field and had a triple person check to verify all the parts were recovered.